Event description:
It was reported that the customer woke up with high blood glucose and the insulin pump was alarming no delivery alarm. The infusion set and the reservoir was changed. The glucose level was fine for several hours, then the blood glucose increased. It was stated that the customer believes the insulin pump was not giving enough insulin as it should be. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.